Manufacturer narrative:
(B)(4). The 2.5x23mm xience xpedition mentioned is being filed under a separate medwatch report number. The reported patient effects of angina, ischemia, death, and thrombosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 2.5x23mm xience xpedition ((B)(6) 2014). Stent: resolute integrity. There was no reported device malfunction and the product was not returned. The reported patient effects of angina, cardiac arrest, ventricular fibrillation (arrhythmia), ischemia, death, and thrombosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2014, the patient presented with acute myocardial infarction (ami) and angiography revealed thrombosis and a 100% stenosed lesion in the mildly tortuous posterior lateral artery. After aspiration of the thrombus, pre-dilatation was performed with an unspecified 1.5x10mm balloon dilatation catheter (bdc) and an unspecified 2.5x15mm bdc. The 2.5x23mm xience xpedition stent implant was successfully deployed; however, blood flow was insufficient. Additional aspiration of thrombus was performed, and the 2.75x28mm xience xpedition stent implant was successfully deployed. Full apposition of the xience xpedition stent implants was confirmed and no post-dilatation was performed. The blood flow was timi 3; however, slight blood flow delay was confirmed. On (B)(6) 2014, the patient was re-hospitalized with chest pain (angina). Angiography revealed that the deployed xience xpedition stent implants were occluded due to thrombosis. During the attempt to re-vascularize the lesion to treat the thrombosis, unspecified devices failed to cross the lesion, thus the procedure was discontinued. Reportedly, at an unknown date, the patient died due to a disease with no relationship to the thrombosis. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received stating that a non-abbott stent was deployed proximal to the xpedition stents. Thrombosis was also noted in the mid lad where an unspecified stent was deployed, which was treated with aspiration and deployment of a non-abbott stent. The patient was sent to the intensive care unit (ICU) with an intra-aortic balloon pump (iabp). On (B)(6) 2014, the non-abbott stent in the lad was occluded with thrombosis, which was treated with aspiration. The patient experienced ventricular fibrillation (vf) and was placed on percutaneous cardiopulmonary support (pcps). In (B)(6) 2014, the patient expired due to cardiac arrest. There was no additional information provided.